Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks; each of them exhibited wear at fold in the middle and distal end of their bodies. In addition, the first cylinder presented three holes, a leak and broken fabric threads in its proximal end, all consistent with sharp instrument damage. No leaks were identified in the second cylinder. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. Microscopic examination revealed a hole in its kink resistant tubing (krt); but no leaks were identified in the component. Based on the information available and analysis results, the reported clinical observation of inflation issues could not be confirmed.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision procedure was performed, during which cylinders and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision procedure was performed, during which cylinders and pump were removed and replaced. There were no patient complications.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the device was removed. There were no patient complications.